Event description:
Caller reported that the insulin gauge displayed an unexpected amount, indicating an issue with the fill estimate on the pump. There was no adverse impact to the customer's blood glucose level. Technical support explained that this could happen due to a variance in measured pressures used to calculate the insulin amount. Once the insulin remaining matches the static display, the fill estimate should count down as expected. Caller understood and acknowledged the explanation.